Event description:
It was reported that a patient had a water vapor therapy procedure on (B)(6) 2021 and that 10 weeks later, he is still having symptoms. The patient experiences dysuria including discomfort and burning sensation at the end of his penis, and has to urinate frequently at night. In (B)(6), the symptoms were severe and as a result, the patient was treated with medication which helped decrease the intensity of those symptoms. At times, the burning sensation occurs randomly when the patient does not have to urinate. During sexual intercourse, the burning sensation is more severe than when the patient urinates. The patient has never had any physical health issues besides the symptoms caused by water vapor therapy procedure, and regrets having undergone water vapor therapy as he felt better pre-surgery than post-surgery.

Manufacturer narrative:
Date of event: the exact date of onset symptoms is unknown. Physician information: (B)(6).

Manufacturer narrative:
B3 date of event: the exact date of onset symptoms is unknown physician information: dr. (B)(6). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of urinary frequency, dysuria and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that a patient had a water vapor therapy procedure on (B)(6) 2021 and that 10 weeks later, he is still having symptoms. The patient experiences dysuria including discomfort and burning sensation at the end of his penis, and has to urinate frequently at night. In mid-january, the symptoms were severe and as a result, the patient was treated with medication which helped decrease the intensity of those symptoms. At times, the burning sensation occurs randomly when the patient does not have to urinate. During sexual intercourse, the burning sensation is more severe than when the patient urinates. The patient has never had any physical health issues besides the symptoms caused by water vapor therapy procedure, and regrets having undergone water vapor therapy as he felt better pre-surgery than post-surgery.